Manufacturer narrative:
September 29, 2015 03:40 pm (gmt-4:00) added by (B)(6): (B)(4). The product was not yet received for manufacturers laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "during a workshop fluid was leaking from the gas outlet port." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. A tightness test with a pressure of 1,5 bar was proceeded. No leakages at the oxygenator self were confirmed. Based on this the reported leakage at the gas outlet connector could not be confirmed and the oxygenator in question operated within maquet cardiopulmonary specifications. Due to this, no further action will be completed at this time. This data will be handled through a designated maquet trending process.

Event description:
(B)(4).